Manufacturer narrative:
There is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) therapy with an unknown fresenius cycler/cassette. The patient¿s pd nurse said the patient was treated with antibiotic therapy and recovered from the event. The patient¿s pd nurse confirmed the peritonitis was not related to any issues with fresenius products. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Event description:
A nurse reported that this patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) therapy with an unknown fresenius cycler/cassette. The patient¿s pd nurse said the patient was treated with antibiotic therapy and recovered from the event. The patient¿s pd nurse confirmed the peritonitis was not related to any issues with fresenius products. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown a search on sap system was performed of the lots delivered to the patient with a time frame of three months¿ prior the event date. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to poor hygiene. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide p/n 480145 was reviewed and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. A device history record review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.